Manufacturer narrative:
(B)(4). It was reported that screws of the instrument holder were found loosened during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the most probable root cause of the event was determined to be a use error, screws of the instrument holder were not tightened enough.

Event description:
At the end of the surgery, the surgeon noted that the screws on the instrument holder had loosened inside the drape. He stated that they had been tightened when the surgery first began. The surgeon tightened the screws again and continued the surgery.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
At the end of the surgery, the surgeon noted that the screws on the instrument holder had loosened inside the drape. He stated that they had been tightened when the surgery first began. The surgeon tightened the screws again and continued the surgery.